Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Upon further investigation, the rather high elecsys tni values in combination with negative triage tni values and normal ck-mb and bnp levels point to false positive elecsys tni results due to an unknown interfering factor in the complaint sample. Hama interference can be excluded in the present case. The interference can be classified as a rare non-hama interference. Further clarification of the nature of the interfering factor is not possible with available methods and the current state of the art.

Event description:
The customer reported that they have been getting questionable results for several samples from one patient tested for troponin I stat (short turn around time) - tni stat. One sample from (B)(6) 2015 had an erroneous result when compared to the tni triage test method. The sample initially resulted as 1.470 ng/ml for tni stat on an e601 analyzer and this value was reported outside of the laboratory. The patient's physician stated that the tni results do not fit the clinical picture when taking into consideration the patient's other laboratory test results. The sample was tested using the tni triage method, it resulted as <0.05 ng/ml, which is considered negative. The tni triage method result was believed to be correct. The patient was not adversely affected. The e601 analyzer serial number was (B)(4). The customer declined a service visit since they believed the issue to be related only to this one patient.

Manufacturer narrative:
Five samples from the affected patient were provided for investigation. Investigations of these samples were able to confirm the customer's results.